Event description:
While replacing the waste tubing on summit the technician was punctured in the finger by a broken spring inside the tubing. No death or serious injury was associated with this incident. This report corresponds to other-clinical diagnostics complaint number 00373677.